Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Isi has conducted a device history record (DHR) review for these devices and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, the patient's tissue was not adequately sealed. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted urological procedure, the blade on the vessel sealer instrument was exposed and the instrument insufficiently sealed the patient's tissue. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury. The planned surgical procedure was completed.

Manufacturer narrative:
(Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer reported complaint of insuffiecient sealing; however, it was confirmed that the instrment's blade was exposed. The instrument passed all all sealing tests. The instrument passed electrical continuity tesing, recognition testing and energy activation testing. The instrumement also passed jaw gap tesing in all wrist orientations. Upon visual inspection of the vessel sealer instrument, the blade was found to be dislodged between the grips. The blade was reseated, and the blade track was cleaned. The instrument passed the self-test with no error messages generated. Review of the system logs found that blade jam errors occurred. No other damage was found.